Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tech opened the packaging of the 7x30 precise pro rx self-expanding stent (ses), and noticed the stent was partially deployed. The team tried to re-sheath, without success. The device was not used in a patient. The procedure successfully completed with a separate precise pro stent. There was no reported injury to the patient. There was no damage to the packaging of the device. The device was not prepped in the tray as it was not attempted. It was not attempted to close the tuohy borst valve prior to removing the device from the tray. It was not attempted to determine if the stent remained constrained within the outer member/sheath when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve, but there was no attempt made to flush the stopcock or the sds. The intended procedure was carotid artery stenting, with a target lesion vessel diameter of 7mm, a vessel length of 30mm, and a stenosis percentage greater than 90%. The device was thrown away so not available for return.

Manufacturer narrative:
As reported, the tech opened the packaging of the 7x30 precise pro rx self-expanding stent (ses), and noticed the stent was partially deployed. The team tried to re-sheath, without success. The device was not used in a patient. The procedure successfully completed with a separate precise pro stent. There was no reported injury to the patient. There was no damage to the packaging of the device. The device was not prepped in the tray as it was not attempted. It was not attempted to close the tuohy borst valve prior to removing the device from the tray. It was not attempted to determine if the stent remained constrained within the outer member/sheath when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve, but there was no attempt made to flush the stopcock or the sds. The intended procedure was carotid artery stenting, with a target lesion vessel diameter of 7mm, a vessel length of 30mm, and a stenosis percentage greater than 90%. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18397406 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint stent delivery system (sds) deployment difficulty premature/during prep" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), the device is shipped with the valve in the open position. Care should be taken not to pre-deploy the stent. The device should be prepped in the tray and the valve should be closed prior to removing the device from the tray. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tech opened the packaging of the 7x30 precise pro rx self-expanding stent (ses), and noticed the stent was partially deployed. The team tried to re-sheath, without success. The device was not used in a patient. The procedure successfully completed with a separate precise pro stent. There was no reported injury to the patient. There was no damage to the packaging of the device. The device was not prepped in the tray as it was not attempted. It was not attempted to close the tuohy borst valve prior to removing the device from the tray. It was not attempted to determine if the stent remained constrained within the outer member/sheath when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve, but there was no attempt made to flush the stopcock or the sds. The intended procedure was carotid artery stenting, with a target lesion vessel diameter of 7mm, a vessel length of 30mm, and a stenosis percentage greater than 90%. The device was thrown away so not available for return.